Event description:
The surgeon inserted three piece silicone lens model aq2003v into pt's eye and noticed the haptic was bent. The lens was removed and replaced with another model lens without any pt injury.